Event description:
It was reported that the customer had a button error and the troubleshooting was completed. The nurse stated that the customer was in the emergency room and the insulin pump was not functioning. The caller stated that the customer got a battery out of limit alarm and the device started beeping. The nurse stated that the alarm was unable to clear and the customer also was unable to check his glucose level. The blood glucose at time of call was unknown. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.